Event description:
A customer reported biased low phbr qc results. This event is consistent with a malfunction that could have caused biased patient results which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: an investigation into the event could not determine the cause of the biased qc results. The customer re-calibrated with a new lot of immunowash fluid and acceptable qc results were obtained. The vitros 950 system was operating as programmed, no system malfunction occurred. The root cause of the event is unknown.